Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. The reported problem of bad image quality was confirmed, caused by a faulty cable. In addition, a cut on the cable, a chipped connector tip, and a faded serial plate were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
A customer reported bad image quality on the hd camera head when preparing the device for use. There were no reports of patient harm.